Manufacturer narrative:
Updated fields: h6, h10 corrected fields: g2 (uncheck health professional) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to stress of repeated use, external factors, and/or handling of the device. The event can be detected by following the instructions for use which state: "3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a leak. No patient harm was associated with this event. During device evaluation at olympus, it was found that the coating of the image guide snake tube was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for a device evaluation and the customer¿s allegation was confirmed. The evaluation found that due to a pinhole on connecting tube, water tightness is lost. Additional device evaluation findings were as follows: adhesive on the bending section cover rubber had a chip, due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube had a dent, adhesive around objective lens had corrosion, light guide lens and the control unit had discoloration, due to damage on image guide bundle the image has a stain, indication on light guide connector is unclear, and the eyepiece, diopter ring, control unit, the grip, the suction cover and the up/down plate all have scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.